Event description:
It has been reported to philips that during a procedure to treat the patient's aneurysm, 3d acquisition was initiated and the frontal c-arm stopped rotating after exceeding the movement operating limits. No harm has been reported to philips has started an investigation for this complaint

Manufacturer narrative:
Philips inspected the system on site and no malfunction was identified. Analysis of the log file showed that the system c-arm propeller movement went beyond the 120 degree limit. When the c-arm moves beyond 120 degrees, motorized movements are no longer possible. To enable motorized movements again, the c-arm has to be moved manually to <120 degrees position. The situation was resolved by manually pushing the c-arm and calibrating the propellor movement.corrected data: codes are updated as per the investigation outcome.